Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. The carto 3 system was displaying a "hi" indicator and they were not able to zero the catheter. The issue occurred when the catheter was advanced into the inferior vena cava (ivc). There was also an error 95 or 96 and an intermittent 106: force sensor error. The account did not have another qdot catheter to troubleshoot with. The catheter was replaced with a smarttouch sf catheter and the procedure was continued. No patient consequence was reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-feb-2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 18-feb-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details: the qdot micro device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 22-jan-2025. A visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).